Manufacturer narrative:
The reported red heart alarms were confirmed through the evaluation of the submitted system controller log file. The captured events in the log file appeared consistent to a potentially compromised wire in the driveline; however, driveline damage could not be confirmed because the pump remains in use supporting the patient and was not available for evaluation. The patient was provided with a non-grounded power module patient cable and awaiting a heart transplant. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient experienced a pump stop on (B)(6) 2016 while lying in bed when the system controller was connected to the power module and a non-grounded patient cable. On (B)(6) 2016, another pump stop occurred during battery support while the patient bent the upper part of the body. X-ray images of the internal portion of the driveline reviewed by the manufacturer¿s technical services representative showed a stressed area approximately 6 cm behind the pump end bend relief that was similar to x-ray images that had been taken in (B)(6) 2015. An x-ray image of the external portion of the driveline showed several stressed areas. It was also reported that the patient¿s weight had increased since implant from (B)(6). On (B)(6) 2016, a driveline evaluation was performed by the manufacturer¿s technical services representatives. The external part of the driveline was found completely covered with rescue tape. The rescue tape was completely removed and there was no indication of damage or a short to shield. No fluid was found inside the driveline. An electrical continuity test did not indicate any wire compromise. The external portion of the driveline was manipulated while the patient lay in bed and an alarm could not be reproduced. The system controller was connected to a power module with a normal grounded patient cable and no alarms occurred. A driveline evaluation that had been performed in (B)(6) 2015 had reproduced pump stops when the patient moved the upper part of the body while the external portion of the driveline was held in a fixed position, resulting in the issuance of a non-grounded power module patient cable. Based on the results of the (B)(6) 2015 driveline evaluation and the (B)(6) 2016 events, an internal driveline compromise was suspected; therefore, the technical team decided against an external driveline replacement. The patient continues on lvad support with the use of a non-grounded patient cable for power module support. No further information was provided.

Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years and 7 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2015, the patient was admitted to the hospital after experiencing a red heart alarm while the system controller was connected to the power module. The patient was reported to have been asymptomatic. A review of the log file submitted to the manufacturer's technical services department for evaluation confirmed pump stoppage events. The patient was subsequently transferred to a transplant center and placed on the urgent heart transplant list. The patient continues on vad support with the use of a non-grounded patient cable for power module support and will remain hospitalized awaiting a heart transplant. No additional information was received.